Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported seeing a power on reset (por) message. The therapy had stopped due to por. The patient reported that she was trying to charge at the time the por was seen. The patient reported seeing an informational por. The patient was assisted in clearing the por with the patient programmer. The patient was able to clear the por and turn stimulation on. The issue was resolved. No further complications were reported.